Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a user error cannot be excluded. The reported issue was likely due to the following: 1. Insufficient/incorrect settings at the generator. 2. The use of defective/incompatible instruments. 3. A defective foot switch. Furthermore, the effect of electric current is always strongly influenced by the respective tissue. Dependent on the conductibility and thickness of the tissue, the effect of current might slightly change. The user is obliged to adjust the settings of the generator accordingly. It is recommended to start with low settings, and then increase the power step by step, until the desired effect is present. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes information added to h4. Also, a correction has been made to h6 code (type of investigation) to provide information that was inadvertently not included in the previous submission. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The urology physician reported that during transurethral resection of prostate (tur) procedure power fluctuations continued to occur and would progressively reach to the minimum. Replacing it with another generator, cables and resector did not help and caused bladder perforations. Additional information was requested for bladder repair, however no information was provided. The procedure was completed with the same device on a unipolar mode. No additional hospitalization was required. Patient is reported to be in good condition and discharged. Below are the 2 related reports for generator issue described under the patient identifiers (2 separate reports for 2 generators) : related patient identifier # (B)(6): hf unit esg-400; model # wb91051w ; serial # (B)(6). Related patient identifier # (B)(6); hf unit esg-400; model # wb91051w; serial # (B)(6). (This report).